Manufacturer narrative:
Additional information: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Product analysis result: visual microscopic the nose or proximal end of the cage was not returned. There is damage to the back side of the cage from what appears to be impaction. A microscopic review of the fracture surface indicates material overload. Without the full implant being returned, an analysis of the parts return gives an indication that the cage was overloaded during implantation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion - olif at l3/4 due to degenerative scoliosis. Intra-op, when trying to pull the cage out after inserting it into the intervertebral space, it broke. The cage was broken from the thread part, and it remained there even though it was tried to be removed. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.